Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports noticing that the crystalens optic was pitted after placing the lens in the eye. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged iol. A second crystalens was implanted successfully.